Event description:
The customer reported that during an hiv-1 p24 antigen assay, a sample barcode in position a12 was misread as summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.